Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a positive supply background test message. The power up process was conducted and the biomed diagnostics monitor was also used. The reported issue was able to be duplicated during the power up process. The main printed circuit board (pcb) no longer operated properly as a result of normal wear. The pump is over 8 years old. 6811 a2d grp 1 voltage on the main board. The power supply is below the specified tolerance. The voltage reading= 7.958 volts. It should be 9.472 +/- 5%. The man pcb will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump gave a biomed code, was troubleshooted, then turned on with a blank screen and alarms. There was no reported adverse event.